Event description:
The customer reported there were no gas readings on the dpm 6/7 monitor, which may have resulted in loss of gas monitoring. No pt was reported.

Manufacturer narrative:
Mindray service reps calibrated and safety tested unit to factory specs.